Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an prostate procedure, the generator displayed: "change handpiece". The case was completed by using another handpiece. Customer cannot provide any more details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.

Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent